Event description:
It was observed during the device evaluation, that the subject device had minor scratches on the distal edge. There was no patient involvement. Action (B)(4). Kindly update - patient impacted - no. Information taken from action (B)(4). (B)(4)/12-sep-2024. Action (B)(4): 5 objective frame-recommend-minor scratches on distal edge. Information taken from action (B)(4) quality inspection results. (B)(4)/12-sep-2024.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: minor scratches on the distal edge. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fatigue problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.